Event description:
The facility administrator (fa) reported to fresenius customer service that the staff have raised concerns that the heparin pump's alert system on the 2008t machine is too slow in notifying users when heparin is not infusing after the treatment has started. The alarm can take over an hour to activate, which has led to the patient clotting in the circuit. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) reported to fresenius customer service that the staff have raised concerns that the heparin pump's alert system on the 2008t machine is too slow in notifying users when heparin is not infusing after the treatment has started. The alarm took over an hour to activate, which led to the patient's blood clotting in the circuit. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5 (event description: typographical errors) plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.